Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces due to blank display using thus. The pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Unit was downloaded successfully using thus software. Test p-cap and reservoir locked properly into reservoir compartment during testing. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. During download history review no relevant alarms confirm in download history files to confirm complain code. Under microscope supervision debris in motor slide threads and pcba 1 were noted. The following were noted during visual inspection: dried insulin - motor slide, cracked keypad overlay, cracked case, scratched case, cracked case (battery tube), battery tube threads - cracked and label damage (faded and stained) and corroded battery tube. Blank display was confirmed during analysis due to misaligned battery tube. Customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case and cracked battery tube threads were noted. Unable to confirm battery cap damage. Stuck button alarm was not confirmed in the history/trace files. Exposed to moisture on pcba 1 and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact missing/damaged, keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kl. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a blank display. Customer reported that battery cap contacts are missing, damaged, and/or corroded. Customer reported receiving a stuck button alarm. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.